Event description:
The programming history database was reviewed, and it was observed that on (B)(6) 2008 a faulted system diagnostics test occurred which changed the patient's settings. A final interrogation was not performed prior to the patient leaving the office. Upon initial interrogation at the following recorded visit of (B)(6) 2013, it was found that the patient was at different settings.

Manufacturer narrative:
Analysis of programming history.